Manufacturer narrative:
(B)(4). Complaint and clinical data reviewed. There is no serious injury or intervention to prevent such a serious injury related to a baxter device reported in this complaint. This does not represent a failure mode, malfunction and/or use error with the baxter device that could cause or contribute to a death or serious injury were it to recur.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. It is unknown if the homechoice device will be returned to baxter for evaluation. Should the device be received and an evaluation completed or additional information received, a follow up report will be submitted.

Event description:
Initially the customer called in to baxter technical service to report an unrelated issue with the homechoice device during peritoneal dialysis (pd) therapy. During the conversation on (B)(6) 2011 with the technical service representative (tsr) the caregiver (cg) reported that the paramedics have been called because the home patient (hp) was moaning and not feeling good. It was reported that the hp went to the emergency room and was subsequently released to home. No further information is available at the time of this report.